Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 was confirmed in the device history, problem isolated to electronic assemblies. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were not able to clear the alarm. Customer stated that time clock was visible on screen and time clock advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.